Manufacturer narrative:
(B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that she took a pill for her glucose and 50 units of insulin after obtaining 103 mg/dl fasting this morning. Customer stated she is now aware of how much insulin she is supposed to take in the morning. Customer stated she is not aware of a sliding scale and insulin dosage and was advised to follow up with her doctor for clarification of her insulin dosage. Customer declined a replacement and stated she will follow up with her doctor for clarification. Customer had been storing test strip lot # mv3099, expiration date of 07/17/2020, not according to specification and in the kitchen. During the call on 02/21/2019, the customer opened a new vial of test strips, lot # mv3085s, expiration date of 06/30/2020. Customer performed a back to back blood test non-fasting and produced test results of 52 mg/dl and 46 mg/dl using truemetrix meter. The meter memory was reviewed for previous test result history: result 1 : 52mg/dl non-fasting, result 2 : 46mg/dl non-fasting, result 3 : 32mg/dl non-fasting, result 4 : lo display non-fasting, result 5 : 103mg/dl fasting.